Event description:
It was reported the during a lap roux-en-y procedure, the surgeon went across a staple line and when he observed the device the tissue pad had come loose and there was a piece missing from the proximal end of the pad. They could not locate the piece in the patient, and it is not known where the piece is. The device then gave an error code and went into standby mode. They used another device to complete the procedure. Additional information requested, but not known.

Manufacturer narrative:
The device was returned with the blade scratched and cracked. The tissue pad was examined, normal wear was visually seen and 100% present (reference images). During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
Date sent: 11/17/2009information anticipated, but unavailable at this time.

Event description:
The facility reported an infusion pump with a failure code 199 (crc-failure), which occurred within the recovery room. The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.